Event description:
Customer reported: trach seems sharp and not as rounded as it should be. Customer reported tube was never placed in a patient. Customer confirmed that fault was identified prior to use. No patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.